Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device was unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and it passed. The device had cracked case at display window corners, cracked reservoir tube, and minor scratches on the display window.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error while customer was sleeping. Customer's blood glucose was 130 to 140 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.